Manufacturer narrative:
The customer reported discrepant low inratio inr results during testing. The customer did not provide a laboratory reference result for the inratio inr result obtained on (B)(6) 2014. The accuracy of the customer's result could not be determined from the information provided by the customer. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014 inratio, 1.9 coaguchek 2.6. Time between testing on (B)(6) 2014 three hours. Patient's therapeutic range 2.5 - 3.5.